Event description:
It was reported that the user attached an inset infusion set with the needle guard still in place, resulting in an incorrectly deployed infusion set, and asked if the infusion set could be replaced without changing the cartridge. Symptoms included no impact to blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included user education and guided troubleshooting to replace only the infusion set, perform a fill tubing procedure, and then fill the cannula. Investigation of this case revealed correct device function after proper setup. It was concluded that, based on previously established findings for similar reports, the event was due to user setup error and was resolved through education without further action.